Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('safe surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('my right coil was inside of my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), pelvic pain ("stabbing pain") and myalgia ("muscular feeling growing pains in my abdomen") and was found to have a pregnancy with contraceptive device ("I was 10 weeks pregnant"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, anxiety, pelvic pain and myalgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, myalgia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: my right coil was inside of my uterus, I was 10 weeks pregnant, device ineffective, anxiety, stabbing pain, muscular feeling growing pains in my abdomen. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New events added: my right coil was inside of my uterus, I was 10 weeks pregnant, device ineffective, anxiety, stabbing pain, muscular feeling growing pains in my abdomen. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.